Manufacturer narrative:
The patient was born in 1989. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis. The breach was further described as noncompliance to sterilization technique. The patient was hospitalized for the event. On an unreported date, the patient started treatment with unspecified antibiotics. Eleven days after event onset, treatment was discontinued and the patient was not recovered from the event at the time of this report. Action taken with pd therapy was not reported. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.